Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited a capture threshold of greater than 7.5 v, 1.5 ms in all configurations. The lead had dislodged into the atrium. The patient's pulse generator was programmed to vvi mode 40 bpm.